Manufacturer narrative:
Evaluation method: a work order search was performed for the lens. Results: visual inspection shows that one lens haptic has a piece torn off and was missing. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaints were found within the search. Conclusion - (no conclusion can be drawn): based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the 13.2 mm micl13.2 implantable collamer lens was torn during loading and the surgeon did not notice it until it was inserted in the eye. The lens was removed without enlarging the incision. No sutures were required to close the wound. No patient injury.